Event description:
Technician alleged that the stretcher right side rail would not latch. There was no patient impact.

Manufacturer narrative:
Technician replaced the missing roller guide, bushing, and screws to resolve the issue.